Manufacturer narrative:
Catheter model: 8731sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unk.

Event description:
A confirmed flipped pump was reported. It was stated that the healthcare provider (hcp) tried to access the reservoir and was unable to do so. An a/p image showed that the pump was flipped. Drug delivered was lioresal. It was noted as of (B)(6) 2011 that "patient's therapy was still effective." It was also noted that at implant, the pump was anchored through "suture loops." Patient was scheduled to have the pump surgically repositioned on (B)(6) 2011, and the pump would be then refilled intra-operatively. The surgeon was considering using a mesh pouch to increase the number of anchor points to secure the pump. A follow-up report will be sent if additional information becomes available.